Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a [?]vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the dual stator failure occurred. Patient has vad stop alarm for many days (exchange of controller did not solve the problem). Hospital sent log files only when patient was transported to them from peripheral hospital. (B)(4) contains data up to (B)(6) 2015 at 15:21:51; all data shows parameters to be within the normal operating range, with no alarms, up to that point. Additionally, they sent in files for (B)(4), which did not contain any data, but it did show there was 1 vad disconnected alarm on (B)(6) 2015 at 11:35:54 indicating a physical disconnection of the driveline from the controller. Additionally, two (2) vad stopped alarms were logged; one on (B)(6) 2015 at 11:38:51 and the other one on (B)(6) 2015 at 09:07:00. Hospital decided to disconnect the controller. Patient is alive with ef(ejection fraction) about 30%. Investigation is ongoing.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 1 vad disconnected alarm indicating a physical disconnection of the driveline from the controller. Additionally, two (2) vad stopped alarms were logged. Analysis of the device could not be performed since the device was not returned for evaluation. The confirmed malfunction noted in the logs is related to the reported event. Analysis could not be performed as the devices were not returned and there is not clear indication as to how or why the pump was physically disconnected from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.